Event description:
The stent was placed into the common femoral/ external iliac. The stent elongated as a result of inadequate vessel preparation (the vessel was not pre-dilated adequately with the correct size balloon). During removal of the deployment catheter from the patient, the catheter tip appeared to catch on the steeply angled aortic bifurcation and separated from the deployment catheter. The thumbslide lock was engaged, but it appeared that the event may have occurred mid-way through the removal of the deployment catheter. The tip migrated to the popliteal artery and was subsequently removed by surgery later the same day. The physician stated that the patient is recovering and doing fine.

Manufacturer narrative:
The device was discarded at the hospital. Deployment was reported as "tight" due to the limited pre-dilation. The stent elongated during deployment due to the lack of adequate vessel dilation. The final deployment length was not provided. The catheter tip likely snagged on the introducer as the delivery system crossed a steep aortic bifurcation. The device was not returned as the cause of this event is known, therefore, a full investigation was not necessary. A CAPA for these events was opened resulting in a device modification to decrease the rate of these types of events. A 510 (k) for this modification is pending FDA clearance.

Manufacturer narrative:
The device was discarded at the hospital. Deployment was reported as "tight" due to the limited pre-dilation. The stent elongated during deployment due to the lack of adequate vessel dilation. The final deployment length was not provided. The catheter tip likely snagged on the introducer as the delivery system crossed a steep aortic bifurcation. The device was not returned as the cause of this event is known, therefore, a full investigation was not necessary. A CAPA for these events was opened resulting in a device modification to decrease the rate of these types of events. A 510 (k) for this modification is pending FDA clearance.